Event description:
It was reported that the left ventricular (lv) lead exhibited diaphragmatic stimulation. Reprogramming was attempted, but the issue could not be resolved. The lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.